Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 5 unopened clean-cath intermittent catheters in the original unit packaging. Visual inspection noted no obvious defects. During the visual and dimensional evaluation it was found that all samples were within specification. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyelets are allegedly rough and are causing pain and bleeding. The patient has been to the primary care physician two times and the urologist three times. The patient has advised that she has been diagnosed with a urinary tract infection and the doctor thinks that it is from the catheters being too rough and causing damage to the urethra. The patient was admitted to the hospital approximately two weeks ago for three days due to the urinary tract infection. The urinary tract infection is still not completely gone.